Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire became attached to adhesive. At the time of the call, patient reported no injuries or medical intervention.